Event description:
It was reported that the patient experienced a return of tremor symptoms while traveling without his programmer. The patient was able to use a magnet use to turn the ipg on. It was later reported that the patient's device was still working, but it never really captured the tremors like they had hoped. The patient had changed hpcs and after an evaluation it was determined that the lead placement was not optimal. It was noted that the patient had a history of infections (see MFR. Rep. #6000153-2008-02909), and an infectious disease hcp had instructed the patient to never get off of antibiotics. The patient's current hcp did not want to do anything until the patient was completely off the antibiotics. It was reported that the patient entire system was explanted. The day after explant the patient had a major seizure at home. Three days later he had two more seizures. It was noted that the patient also fractured his t6 while having the seizures and was hospitalized for a week. The hcp put the patient on keppra medication. On (B)(6) the patient was implanted with a new lead in the subthalamic nucleus rather than the thalamic. The hcp planned to implant the generator at a later date.

Manufacturer narrative:
Product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type extension; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type extension; product ID 3387s-40, lot # v063296, implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type lead; product ID 3387s-40, lot # v045101, implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type lead. (B)(4).